Event description:
The facility reported an infusion pump in which the rate changed on its own during pt use. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.